Manufacturer narrative:
Per the additional information received, this event no longer meets the reportability criteria.

Event description:
It was reported that the patient's ipg reached normal longevity.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-03058. It was reported that the patient's ipg became inoperable and one of the patient's leads was exhibiting high impedances. Surgical intervention was undertaken on (B)(6) 2023 in which the ipg and the lead were explanted and replaced to address the issue.